Event description:
The customer reported that during use in a knee arthroscopy, the ablator would not turn off after release of the button, which resulted in the user disconnecting the device from the power source. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the reported problem was not confirmed during testing of this ablator. The device performed to specification. Further evaluation found a portion of the ceramic tip missing from the ablator. The user did not report this event. It is possible this event occurred following use of the device. The user did not provide generator settings. The conductive fluid used during this procedure is normal saline. The user does not know if the tip of the ablator was buried or if it came in contact with any metal object during this event. The IFU provides the user the following information: warnings 1. Lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. 2. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. 3. Use ablator only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. Maximum setting: 200 watts "cut" and minimum setting: 50 watts "cut". Maximum setting: 50 watts "coag" and minimum setting: 30 watts "coag". Cautions 1. Do not bend wire connector pins. It may prevent the device from connecting and/or functioning properly. 2. Do not bend electrode shaft, insulation may be damaged. 3. Use caution when programming the power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve satisfactory results.